Event description:
It was reported by the patient with this pacemaker that shortly after a heart procedure and after having an magnetic resonance imaging (MRI) an in clinic device check was performed and as mentioned by the patient the device is the wrong mode so it had to be programmed back. The patient mentioned clinic had ask about potentially being around something that altered the device. The patient was wondering if the problems with the electrical systems in the house could have reprogrammed the device. Technical services (ts) noted that nothing she could be around could permanently alter the programming of her device. Technical services (ts) discussed with the patient that if there were concerns about something affecting the device it was best to move away from it. This device remains in service. No adverse patient effects were reported.